Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that a ventilator inoperative error code in relation to a motor failure was recorded in the device event log therefore the blower will need to be replaced. The device was returned to the technician for further evaluation of a failed repair test. The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device mac address label was added - original was damaged, rubber feet and cord retainer were missing, and all were replaced. The flow sensor and bellow clips were replaced, unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy 200 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that a ventilator inoperative error code in relation to a motor failure was recorded in the device event log therefore the blower will need to be replaced. The device was returned to the technician for further evaluation of a failed repair test. The root cause isn't confirmed at this time. Additionally, during the service of the device, the technician confirmed the device mac address label was added - original was damaged, rubber feet and cord retainer were missing, and all were replaced. The flow sensor and bellow clips were replaced, unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New information: upon further evaluation the trilogy 100 ventilator failed testing for active exhalation valve opened. The active exhalation control module has been replaced to address the issue. The blower assembly was replaced and will address the issue of motor failure. The device was retested and passed all testing.